Event description:
Approx 7 hrs after the ventricular assist device (vad) implant (the pt's chest was left open), the pt experienced significant bleeding. The medical team administered multiple transfusions, pressor support and inotrope treatment. The pt was also intubated and on dialysis. When the chest was reopened, the right ventricle was found to be dysfunctional and the pt was put on extracorporeal membrane oxygenation (ECMO) for right heart support. At this point, the pt's vad and ECMO circuit continued to have low flows. The pt was brought to the operating room bleeding profusely and in hypovolemic shock. The site discovered the pt had acute bleeding originating from two tears in the outflow graft. It was also noted the strain relief was damaged. The pt was put on central ECMO and the vad was shut off. An unsuccessful attempt was made to replace the compromised outflow graft. The site did not have a 10mm outflow graft so proceeded to use a 14mm graft to cover the 10mm graft. An attempt was made to attach the outflow graft to pump using a zip tie and silk suture. The pt was transported to the intensive care unit (ICU) on ECMO with the vad off. Support was withdrawn on (B)(6) 2018. The pump and a section of the outflow graft were returned for evaluation. Analysis of the pump revealed the device passed functional testing, dimensional verification, and visual inspection. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. The internal pathology report revealed no evidence of thrombus within the pump. Analysis of the outflow revealed the product did not pass visual inspection due to tears/cuts which was also confirmed by visual evidence. Based on this investigation, the most likely root cause of tears or cuts in the outflow graft has been attributed to design issues.